Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with one syringe of juvéderm® volift¿ with lidocaine in the lips. Approximately two months post injections, the patient experienced ¿sensation of accumulation or lumps in both lips, mainly on the right side, and localized pain, appearance of blister/pustule-type lesion on the right upper lip.¿ the lesion drained spontaneously with apparent purulent content. The hcp suspects of ¿late inflammatory nodule associated with ha with possible infectious component / biofilm or localized abscess.¿ no treatment information was provided. Symptoms are ongoing. The hcp additionally reported that the patient has a history of previous unspecified lip filler and had to have it dissolved due to ¿a side effect.¿ these symptoms are unknown. The hcp additionally reported injecting the patient with 1ml of juvéderm® volift¿ with lidocaine. After two months, the patient had a late adverse event ¿a pustule with pus appeared.¿ the patient lives in another country so when the hcp saw the patient they treated them with hyaluronidase, prescribed a broad-spectrum antibiotic regimen, steroids, and nsaids. The hcp has followed up with the patient and the evolution is positive. Symptoms are ongoing.